Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they kept pressing the menu button and the insulin pump would not rewind. The customer's blood glucose was 332 mg/dl at the time of incident. The customer stated that the menu button was unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector noted. No button keypad/anomalies noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The rewind functioned properly during testing. The insulin pump was received with scratched case and pillowing keypad overlay.